Event description:
It was reported that this implantable pacemaker was not implanted successfully due to product performance anomaly. A new pacemaker of the same model was placed. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was not implanted successfully due to product performance anomaly. A new pacemaker of the same model was placed. No adverse patient effects were reported. Additional information was received that indicated that during the attempted implant of this pacemaker, the device was connected and tested. The physician was unable to capture any impedance or threshold measurements. The physician opted to remove the device and replaced it with a new device successfully. No additional adverse patient effects were reported.